Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touch-position detection failure in the touch panel. There was no patient involvement.

Manufacturer narrative:
Date of report: 07jun2019. Date received by manufacturer: 03jun2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. Calibration was performed but the phenomenon was not corrected. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.